Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on 22-feb-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l17260) failed to detach. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 1.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The core wire was noted to be kinked, causing it to protrude from the introducer. The embolic coil was still attached to the core wire and a portion of the embolic coil was also protruding from the introducer due to the noted kink on the core wire. Microscopic inspection was performed. Under magnification, the part of the embolic coil observed protruding from the introducer has non-concentric loops and two stretched sections. The condition of the embolic coil was not reported in the complaint and attempts to obtain additional information related to the reported device issue and to the procedure was not successful, therefore, the exact cause of the observed stretched sections, non-concentric loops, and the protrusion from the introducer are not determined. Functional test: the resistance of the device was measured to be 55.5 ¿ (ohms). This is within the specification range of 48.5 o ¿ 56.0 o. The complaint device was connected to a lab sample enpower detachment control box (dcb) 2 and an enpower control cable. The power was turned on and the green system ready light became illuminated. The detach button was pressed and the embolic coil detached without issue. A review of manufacturing documentation associated with this lot (l17260) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during the embolization procedure, the complaint coil failed to detach. The reported device issue was not confirmed based on the functional evaluation and analysis performed on the returned complaint device. The complaint device was returned still attached to the delivery system. Electrical resistance was measured and confirmed to be within specification. It was then connected to lab samples enpower dcb2 and enpower control cable. The system ready light illuminated and when the detach button was pressed, the embolic coil detached without issue. Although no functionality issue was identified, there may have been other factors or issues that occurred during the device use that may have contributed to the reported failure of the complaint device to detach that could not be replicated during the product analysis. The instructions for use (IFU) does contain the following recommendation: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault and replace with a new microcoil system. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. Limited information was available for the complaint and attempts to obtain additional information related to the procedure and to the reported device issue was unsuccessful. The two stretched sections of the embolic coil and the non-concentric loops were not originally reported in the complaint. The exact cause of the observed stretched condition and of the non-concentric loops on the embolic coil component cannot be conclusively determined. It is possible that the observed stretched sections and the non-concentric loops occurred during post-procedure handling during the device prep for return or possibly during shipping. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil with the two stretched sections and with the non-concentric loops as observed in the returned complaint device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l17260) failed to detach. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l17260) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.